Event description:
It was reported that the device would continue to run and would not turn off. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint was duplicated. The device was repaired and returned to the customer.